Event description:
A patient's family member reported low inaccurate results with a one touch meter. Pt has been hospitalized with myocardial infarction 3 weeks before this report. Pt has been acting "funny for several days" prior in 2001. Pt had a blood glucose of 174 mg/dl on the ot meter at 12:30 pm. Pt experienced symptoms similar to those the pt had with myocardial infarction 3 weeks earlier, including difficulty breathing and inability to stand. Paramedics transferred pt to hospital where the pt was admitted with a blood glucose of 785 mg/dl. Pt has been reportedly agitated and acting funny at the hospital, which necessitated putting the pt to sleep. Pt reportedly does not control food intake. No further info available.